Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the tlc75 device was received in good visual conditions and with a cartridge reload present. The cartridge reload had the proximal 34 drivers up without staples, and the remaining drivers down with staples present. The returned cartridge reload had the swing tab in the locked position, which indicates that the device firing cycle was interrupted. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition failure to complete the stroke may result in an incomplete staple line. For additional information please refer to the instructions for use. In addition another cartridge was received with the 3 most proximal drivers up, and the swing tab in the unlocked position. The instrument was tested for functionality with the returned cartridges reloads and it fired, cut, and formed all the remaining staples as intended. The device fired with no difficulties and the staples were noted to have the proper b-formed shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic sigmoid colectomy procedure, the surgeon had successfully fired the device twice in the procedure. When he went to fire for the side-to-side/end-to-end anastomosis, where he puts the top and lower anvil both in a lumen, he noticed that some of the staple drivers on the cartridge deck had already advanced. At this point, we switched out the reload and he again put the top and bottom anvil into the lumen holes for the anastomoses. When he fired, the staples and knife made it about 6cm before the device jammed. The surgeon commented that it felt that the deck fell off track. I could visibly see unformed staples when we pull the device out at the distal tip. While the device did jam, the staples were properly formed for the distance the knife blade traveled. There was one portion of the staple line that the surgeon was worried about where we could see unformed staples. He decided to sew two stitches in that area to make sure there was no leak. He performed the leak test and there were no leaks. There were no patient consequences.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.